Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tmvr procedure with a 29mm sapien 3 ultra resilia valve via transseptal approach in a pre-existing surgical valve, the delivery system balloon popped at the end of the inflation. All the volume was delivered. The device was safely removed, with no harm to patient. The valve was successfully implanted. Per additional information provided, there were no instruments used to remove the balloon cover and no difficulty with valve alignment. The pre-existing bioprosthetic valve was very calcified and the team believed that caused the balloon to rupture.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of patient imagery provided, confirmed the presence of a calcified pre-existing mitral surgical valve. Photo was also provided of complaint device and showed evidence of a burst balloon. The complaint for balloon burst was confirmed as image of complaint device was provided and showed evidence of a burst balloon. Available information suggests patient factors such as calcification in the landing zone likely contributed to the event as field clinical specialist (fcs) report and confirmed imaging suggests that the pre-existing mitral surgical valve was heavily calcified. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, complaint report suggests that +1cc of additional volume over recommended nominal volumes may have been used for the procedure. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume used (over-inflation), subjecting the balloon to pressures high enough to contribute to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.